Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions revealed that the right atrial lead had exhibited noise over-sensing, which had resulted in episodes of inappropriate mode switch and pacing inhibition. The noise was due to electromagnetic interference (emi). No programming changes were made. There were no patient consequences. The patient would continue to be monitored.

Event description:
New information received indicated that the recurring issue with the right atrial lead involved noise oversensing, which had resulted in episodes of inappropriate mode switching and pacing inhibition. No changes were made. There were no patient consequences. The patient was to continue being monitored.